Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed a hard power cycle and was able to reproduce the persisted error 1162 and replaced the universal surgical manipulator (usm2). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm2 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. .

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error 1162 occurred against universal surgical manipulator (usm2). Performing an emergency power off (epo) and hard power cycles did not resolve the issue. It was advised that the surgeon would be consulted as to whether they could perform the surgery with three usms. The procedure was ultimately aborted with no known impact or patient consequence reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm2) was returned for failure analysis, and the reported error was confirmed but not replicated. System logs found 1162 error was indicating axes controller (ac) magnetic cannula sensor fault reported by the axes controller spar (acs) board in usm2, confirming the fault occurred in the field. A visual inspection found no issues that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on failure analysis. Failure analysis concluded that the axes controller spar connector (acsc) printed circuit assembly (pca) and flat flex cable (ffc) are consistent with the reported event and are the potential root cause for this issue.